Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 02 2007. Evaluation summary: the condition of fail code 810:1 was observed in the event history during product evalaution. This fail code was caused by a faulty air in line printed circuit board. The air in line circuit board was replaced.

Event description:
The facility returned the device for service. During service the baxter repair technician noted fail code 810:11 in the event history. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.